Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested outside the unite and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that the insulin pump had multiple motor error alarms. The customer blood glucose level was 142 mg/dl at time of incident. The customer was assisted with troubleshooting. Customer stated that the drive support cap appears normal. Customer stated that the insulin pump has not been exposed to high magnetic field. Customer reports they were unable to clear the alarm. Customer able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.